Manufacturer narrative:
(B)(4). D10: 802203601 item name femoral head 12/14 taper 36 mm diameter -3.5 mm neck length lot / # 65847676. G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was residue present on the plastic container containing the implant. The surgery was completed using a new implant. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the provided photo found white residue on the retainer lid that is visually consistent with glue transferred from the tyvek lid during the sealing operation due to a small clearance between the tyvek lid and the retainer. The adhesive residue is considered acceptable; therefore, this is not considered a reportable event as the sterility was not breached or compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided the condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to the packaging design due to the small clearance between the tyvek lid and retainer. This complaint was confirmed by evaluation of the provided photo if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d9;g3;h2;h3;h6. Product was returned and evaluated. Visual evaluation of the returned product confirmed white residue on the retainer lid that was visually consistent with glue transferred from the tyvek lid during the sealing operation due to a small clearance between the tyvek lid and the retainer. The adhesive residue was considered acceptable. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to the packaging design due to the small clearance between the tyvek lid and retainer. This complaint was confirmed by evaluation of the provided photo and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.